Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a.(B)(4). No devices or photos were received; therefore the condition of the components is unknown. The device history records could not be reviewed as the part and lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Event description:
It was reported that the patient is experiencing pain, is unable to walk, the knee gives out and the implant "spinned around the wrong way".

Manufacturer narrative:
Revision procedure is said to have occurred between last week of march and first week of april 2016. Concomitant products: articular surface fixed bearing ultracongruent (uc) left 12 mm height catalog# 42-5122-005-12 lot# 62513984. All-poly patella cemented 35 mm diameter catalog# 42-5402-000-35 lot# 62473756. Tibia cemented 5 degree stemmed left size f catalog# 42-5320-075-01 lot# 62461134. This report is number 3 of 8 mdrs filed for the same patient (reference 0002648920-2017-00050, 1822565-2015-02468-1, 0001822565-2017-00742, 0002648920-2017-00051, 0002648920-2017-00053, 0001822565-2017-00752, 0001822565-2017-00745, 0002648920-2017-00052).

Event description:
It was reported that patient underwent a revision procedure due to loosening and pain approximately two (2) years post implantation.

Event description:
It is reported that the patient was revised due to loosening and infection.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review was unable to be performed, as the part number and lot number are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a revision procedure due to loosening and infection approximately two (2) years post implantation. Patient reported pain, implant migration, inability to walk, and instability starting 6 months post-implantation.